Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon experienced poor distal clip formation and has switched to using a competitors 10mm clip applier on cystic arteries and splenic arteries. There were no patient consequences.

Manufacturer narrative:
(B)(4): information not available, device not returned for analysis.should the information be provided later, a supplemental medwatch will be sent.